Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4): reviewed the DHR for batch 20m25ge271, there is no abnormality and no such defect detected at in process and at final control inspection b. Braun complaint processing received one used and empty easypump ii lt 270-54-s without packaging. The received sample was taken to a visual inspection. Damages or other defects were not detected at the sample. The pump was filled up with nacl 0.9 % up to the nominal value (270 ml) and a functional test respectively a leak test was carried out. After we open the white clamp the pump is working immediately (solution was running) at the checked sample. Leakages were not detected at the test sample. Furthermore, the flow rate of the sample was tested. Flow rate test: nominal: 5 ml/h actual: 7.4 ml in 1 h; 14.1 ml in 2 hrs; 132.2 ml in 26 hrs. The flow rate of the inspected pump is within our specifications. Relating to the functional test referring to the flow rate test the sample is within our specifications. A too fast flow (as described by the customer) could not be determined at the received sample. Based on the conducted investigations the tested sample is within the specification. Therefore the complaint is considered as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility / translation of user facility information by bbm sales organization in (B)(6): "overinfusion" "for chemotherapy, the elastomer pump was filled with 100 ml fluorouracil 50 mg / ml (corresponding to 5000 mg) and 140 ml nacl 0.9% to a final volume of 240 ml - running rate: 5 ml / h, corresponding to a running time of 48 h. Instead of the target running time of 48 hours, the pump emptied itself within 33 hours. The pump was attached after feedback from the ambulance on (B)(6) 2021 1:10 p.m. According to the patient, it ran empty at 10 p.m. On (B)(6) 2021."